Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical/horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display. Device also received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that they have a white screen with lines all over it. They are vertical and different colors. The troubleshooting was performed for blank display and partial display. The was not returned. The advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.